Event description:
It was reported that during removal of a wound drain, the drain broke and a 3.5cm piece remained inside the patient. Initial procedure requiring drain placement was a left l5-s1 laminotomy with foraminotomy and decompression, microdisectomy. During the procedure, the drain was closed in, using 2-0 vicryl in interrupted fashion. The drain was placed in the deep fascia away from lamina. No x-rays were taken post opoeratively to verify placement. The drain was removed in the patient's room the first day post-operatively. Surgeon reportedly felt no resistance during removal. Patient was taken back to or on the same day, local anesthesia was used along with IV sedation. The lower back was prepped and the incision opened. The subcuticular sutures were removed as were the subcutaneous sutures. The fascia was opened and explored and the tip of the drain was revealed in the deep fascia. It measured 3.5 cm in length and the broken edges were jagged.